Event description:
It was reported that the duodeno videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected field: b3, b5 olympus provided the following culture results, performed at the third party labs: sampling date: (B)(6) 2025 sampling from: canal distal end cfu: 1cfu bacterial identification: kocuria rhizophila sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: unknown the device was evaluated where an additional potential adverse event was confirmed where foreign material residue found in suction plug. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely following led to the malfunction: the foreign material was possible not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 5 colony forming units (cfus) of citrobacter braakii and bacillaceae. The device was retested on march 4, 2025, and it tested positive for 2 cfus of pseudomonas putida and staphylococcus epidermidis. The device was retested on march 7, 2025, and it tested positive for 1 cfu of pseudomonas fluorescens/ putida and 2 cfu of serratia marcescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.